Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro the patient experienced weakness in the legs shortly after the procedure. The device was turned off but the symptoms did not resolve. The device was removed and there have been no reports of further complications regarding this event. It was noted that the patient was receiving effective pain relief while using the device prior to its removal.